Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, pelvic prolapse, incontinence with cystocele and urgency to urinate. It was reported that following insertion after 2 years of insertion the patient experienced recurrent bladder prolapse, incontinence, pelvic pain and pressure. Patient reported it is hard to sit in a chair or walk for any length of time. Body reaction and fibrosis to the mesh, feels like a large softball between her legs and it has changed her life drastically. Very painful and has negatively impacted sexual relations. It was reported that the patient underwent mesh implant (product: bard avaulta, bard pelvicol, pinnacle on (B)(6) 2005, (B)(6) 2011, (B)(6) 2012. It was reported that the patient had vaginal hysterectomy on (B)(6) 2005. Conditions treated through placement of the device: pelvic relaxation, vagina prolapse/ enterocele, osteoarthritis of the hip. Complications encountered with the medical product: with avaulta & pelvicol: recurrent pelvic relaxation, vaginal prolapse, cystocele and rectocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. Also on (B)(4) 2005, the patient had a avaulta mesh implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.